Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of software freezes was unconfirmed; the scanner did not display ec111 error on initial startup. Shutdown and rebooted the scanner 3x to simulate the error code customer is seeing. All 3x, the error code did not display after startup. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC nurse the application became frozen. A battery reset was able to solve the issue and unit is now functional. PICC nurse called back in stating that the sr8 is now giving a perpetual ec111 error.